Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leak was due to user technique/operational context. The reported additional therapy/non-surgical treatment appears to be due to case specific circumstances as the aspiration was performed for removal of air bubbles. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were implanted. After the second clip was implanted, when retracting the second clip delivery system (cds) out of the steerable guide catheter, the implanter accidentally pulled out the cds leaving the clip introducer in the hemostasis valve of the steerable guide catheter (sgc). The clip introducer was removed from the sgc, however air bubbles leaked into the chamber below the hemostasis valve. Additional aspiration was applied, and air bubbles kept leaking into sgc. No air entered the patient. A new sgc was used and a third clip was implanted further reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.